Event description:
It was reported that the patient's generator was replaced prophylactically due to the ifi - yes (intensified follow-up indicator) being triggered on the generator. The generator was received and underwent analysis. Product analysis was completed on the returned generator. It was noted that there was a disparity between the % battery remaining based on battery voltage and battery consumption based on stimulation history. For this reason the generator was opened and the pcba underwent testing. The pcba passed functional tests; however, the series resistor voltage showed increased current consumption and it is believed that opening the generator disturbed the contaminants on the pcba, removing debris that could lead to resistive paths between the copper edges on the trimmed edge of the pcba. Therefore, the observed conductive debris suggests probable current leakage paths that led to premature depletion. Per a review of the manufacturer's device history records, the generator passed final quality and functional specifications prior to release. The generator was laser-routed. From a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. No further relevant information has been received to date.